Event description:
Head of screw broke off. Patient had an ipsilateral femoral fracture w/mid-distal third transverse fracture. During insertion, the screw bounced off the nail and angled slightly sideways. The surgeon (resident) powered in and may have torqued to hard, breaking off the head of the screw. The length of the screw remains implanted.